Event description:
It was reported the access system became contaminated. A left atrial appendage (laa) closure procedure was being performed. During preparation, a watchman access system was attempted to be opened and the clear film on the packaging tore down the middle instead of on the sides which contaminated the access system. It was noted that there was difficulty opening the packaging. A new access system was used to successfully complete the procedure. There were no patient complications.